Manufacturer narrative:
Eval of the unit was performed and the problem was verified. Blood and saline spill were confirmed. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).

Event description:
A customer contacted haemonetics (B)(6), 2008 reporting the orthopat machine will not power on even though the green light is on. No injury or reaction noted.